Event description:
Reportedly, the patient, who is pacing-dependent, felt dizzy when moving his arm. Upon pacemaker interrogation during an unplanned follow-up, the physician noticed that the subject pacemaker had reached its recommended replacement time (rrt) and was programmed in nominal mode (as expected when the rrt is reached). When the patient moved his arm as asked by the physician, he felt dizzy again. It was observed that the pacing was inhibited when the patient moved. Oversensing disappeared when the sensitivity was temporary reprogrammed at a lower value. According to the physician, the nominal programming, especially the ventricular sensitivity, could be inadequate and risky for pacing-dependent patient. Preliminary analysis revealed that the pacing was inhibited due to ventricular noise oversensing, which most probably resulted from myopotentials.

Event description:
Reportedly, the patient, who is pacing-dependent, felt dizzy when moving his arm. Upon pacemaker interrogation during an unplanned follow-up, the physician noticed that the subject pacemaker had reached its recommended replacement time (rrt) and was programmed in nominal mode (as expected when the rrt is reached). When the patient moved his arm as asked by the physician, he felt dizzy again. It was observed that the pacing was inhibited when the patient moved. Oversensing disappeared when the sensitivity was temporary reprogrammed at a lower value. According to the physician, the nominal programming, especially the ventricular sensitivity, could be inadequate and risky for pacing-dependent patient. Preliminary analysis revealed that the pacing was inhibited due to ventricular noise oversensing, which most probably resulted from myopotentials.